Manufacturer narrative:
Further investigation of the patient samples was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The 12 samples were submitted for investigation and measured on an e411 analyzer and a cobas 6000 e 601 module with igf-1 reagent lot 472227. Qc was acceptable on both analyzers. The customer¿s igf-1 results were reproduced at the investigation site. The investigation is ongoing.

Event description:
The initial reporter questioned results for 30 patient samples tested for elecsys igf-1 (igf-1) on a cobas e 411 immunoassay analyzer between (B)(6) 2020 and (B)(6) 2020. The samples were repeated on a snibe maglumi system where discrepant results were identified for 12 patient samples. Refer to attached data for the patient results, gender, age, specific date of test and medications. The roche results were reported outside of the laboratory where they were questioned by endocrinologists. The e411 analyzer serial number was (B)(4).